Event description:
The facility representative contacted baxter on to report a flo-gard infusion pump that had failure code 94. The event occurred during patient therapy and interrupted therapy in oncology. Therapy was interrupted for 15-20 minutes. The device was unplugged during use, the battery failed causing the interruption of therapy. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). Device evaluation: the device will not be returned back to baxter for evaluation. A baxter service technician contacted the customer and explained that the device needed to be removed from the patient. The time and date in the configuration was reset. The device was powered back on and reconnected to the patient.